Event description:
Initial reporter informed manufacturer that their dell handheld computer with 7.1 programming software was "hung up on the interrogate device screen." The flashcard was reinserted several times and the event was still occurring. The 7.1 programming software was returned for analysis and the event was duplicated in the product analysis lab.

Manufacturer narrative:
Software/firmware caused event but did not cause or contribute to a death or serious injury.